Manufacturer narrative:
The system manufacturing device history record (DHR) was reviewed. Based on assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported an explant due to blurred vision after aberrometry assisted cataract surgery with toric lens implant. The facility representative stated the system lead results astray and should have stuck with he surgical plan. Additional information received states the patient underwent a intraocular lens exchange.